Manufacturer narrative:
The report of low speed and low flow alarms can be confirmed based on the submitted log file; however, a specific cause for the alarms could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file are consistent with a compromised wire in the percutaneous lead (lead); however, a specific cause for the events recorded in the log file and a correlation to the evaluation of the returned portion of lead could not be determined. A percutaneous lead replacement was performed on 04/13/2016, and a section of the external portion/distal end of the lead approximately 14 inches was returned. Electrical continuity test of the lead found that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The reported alarms reoccurred following the percutaneous lead replacement, and the patient was placed on an ungrounded patient cable. The patient remains ongoing on pump support with no further reported issues. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline short was suspected due to driveline disconnect, low flow and pump stoppage alarms sounding when the system is supported via the power module with a grounded patient cable. No alarms occurred while on battey power or when placed on an ungrounded power module patient cable. The patient was asymptomatic. On 04/12/2016 the system controller log file data was submitted to the manufacturer's technical services for analysis. Multiple pump stoppage events on (B)(6) 2016 and 04/12/2016 were captured while the system was connected to the power module. On (B)(6) 2016 a distal percutaneous lead replacement was performed by technical services. After the repair was completed, when the patient sat down in a chair while the system was powered with a grounded power module patient cable, a red heart alarm occurred. The patient was provided with an ungrounded patient cable for use with the power module. The patient was seen in the vad clinic on (B)(6) 2016 for a follow up appointment. A log file was submitted to the manufacturer's technical services for analysis. No pump stoppages or low speed alarms were captured since the patient was switched to using only battery power or an ungrounded power module patient cable. No additional information was provided.